Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) and treatment e1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a blurry image during inspection for use. There was no patient involvement.